Manufacturer narrative:
- -

Event description:
Boston scientific received information that two weeks post implant, the patient with this pacemaker and non-boston scientific right ventricular (rv) lead experienced a faint episode. The patient was hospitalized and interrogation revealed rv loss of capture and high out of range impedance measurements in the bipolar configuration. When reprogrammed to unipolar, impedance measurements returned to normal. A revision procedure was performed. When the pocket was opened, visual inspection revealed the right lead set screw had not been fully seated. After reseating the lead and tightening the set screw, all measurements returned to normal. It was thought the issue was resolved. There was a concern why the lead safety switch feature activated at implant did not switch the lead from bipolar to unipolar when the impedance measurement increased. No further patient symptoms were reported.

Event description:
Additional information was received. Further review of the data was performed by engineering. The reason for the lead safety switch feature was provided indicating a this was due to a timing feature in this device and enough time had not elapsed rather than a device malfunction. There was no further indication of a device issue other than the previously reported connection issue.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.